Event description:
Invacare territory business manager (tbm) stated that a facility reported that a resident was laying in an echo bed with the side rail up at bed time, when they went to check on the resident in the middle of the night, the resident was laying on the floor deceased and the bed rail was now in the down position with the residents arm tangled in the railing. The tbm went to the facility to investigate and agreed with the coroners report, that the resident died from another medical issue, nothing to do with the invacare bed system. The tbm stated that the bed has been taken out of service. Tbm had no further information to provide. Invacare spoke to the facility and tbm who stated that the death was not caused by the invacare product but was due to medical issues. Facility and tbm stated that the product is in good working order, it was a medical issue that caused the resident to fall out of bed and on the way down the end users arm caught on the rail but the resident had already passed away from the medical condition. There was no malfunction of the product. MDR being filed based on the reported death.